Event description:
In (B)(6) 2015, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of radicular leg pain after the initial surgery. The surgeon determined that the superior implant was impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the neuroforamen. The status of the patient following the procedure is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.